Event description:
It was reported that the patient presented for routine device changeout. Lead tested normal prior to procedure and no evidence of insulation anomalies were observed. Upon explant of the device, an insulation anomaly was noted on the proximal portion of the lead. The lead was cut, capped and replaced. Patients condition was stable post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.5cm was returned for analysis. External insulation abrasion was noted at 1.9-2.1cm from the connector pin, consistent with lead friction to another connector. External insulation abrasion was noted at 22.8-23.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.